Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.

Event description:
It was reported that the patient had an increased amount of low flow alarms, minor chest pain, and shortness of breath. The patient stated the alarms occurred more often when sitting in a forward sitting position with a less than 90 degree angle between their chest and the upper legs. Log files displayed low flows. Additional information was received that the patient admitted to having increased dietary salt in the days before the chest pain and alarms started. The alarms lessened with a 250 ml bolus of IV fluids. The patient had an additional low flow alarm that was felt to be related to hypertension. The alarms resolved. An echocardiogram (echo) revealed the right ventricle was dilated with mildly reduced systolic function. The aortic valved opened with every beat. A computed tomography (CT) scan did not reveal any significant abnormalities.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through review of the submitted log files. A specific cause for the reported alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A review of the submitted log files revealed numerous low flow alarms that were associated with elevated pulsatility index (pi) values. No other unusual alarms or events were captured, and the pump appeared to operate as expected at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including right heart failure and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.